Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, after the second firing for stomach resection, staples at the outermost staple line were not formed (u-shape). The tissue was oversewn. Then, the surgeon closed the jaws for a side to side gastrojejunostomy, in roux-en-y, but the staples came out. It was tried several times with the same result. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of two single use loading units opened by the account. Visual evaluation of the reloads noted that both had a full complement of staples. Functional evaluation noted that both reloads functioned as expected. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be fired satisfactorily. The product analysis concluded there were no device abnormalities. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.